Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, his lenses have not provided any reading accommodation. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/13/2011 and 04/28/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).